Event description:
Complainant alleged that while attempting to defibrillate a 30-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows when the device was charged at 200j, it did not discharge any energy because the device was detecting a "lead fault" condition. When this condition is present, the device will prompt a check pads message and will not shock until the condition is corrected. A lead fault is an advisory message to alert the user that the unit does not recognize a valid patient impedance. It is advised that the connection between the patient/device and the pads are inspected and corrected when the message occurs. Analysis of reports of this type has not identified an increase in trend.